Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h3 additional information added to field h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where obvious deviations from instructions for use were identified. Based on the results of the investigation it is likely the following led to the malfunction: the user sent the device to olympus without conducting reprocessing. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected and prevented by following the instructions for use: -gif-h185 operation manual chapter 3 preparation and inspection. -gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited a clogged nozzle with a greyish colored material. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.